Manufacturer narrative:
(B)(6). Subject device was returned for evaluation. Visual assessment confirms the failure mode of ¿broken tip.¿ entire drill head is broken from the shaft. The break site is damaged in a manner that is consistent with contact with the guide wire. Due to the condition of the received device, dimensional and functional testing was not possible. Instructions for use (IFU) state: ¿as with any surgical instrument, careful attention should be made to assure that excessive force is not placed on the instrument. Excessive forces applied to the instrument can result in failure.¿ per results of the investigation, the root cause could not be determined post evaluation. At this time, no further investigation will be implemented. (B)(4).

Event description:
During a knee arthroscopy procedure utilizing the endoscopic cannulated drill bit, 4.5 mm (sterile), it was reported that while the surgeon was reaming over the 2.4mm drill tip passing pin for the femoral tunnel, the 4.5 drill bit crumbled as soon as it advanced onto the medial wall of the lateral femoral condyle. The surgeon was able to remove the drill, but the tip of the device was lodged in the bone. It was reported that the passing pin was removed so that the tip of the subject device was able to be retrieved with graspers. There was a ten (10) minute delay in the procedure. It was reported that the passing pin was inspected for damage and/or bends. It is stated that no impairment was noted. Backup device was available and the surgery was able to be completed successfully. It was reported that additional imaging was performed. (B)(4).